Event description:
It was reported that the patient presented to the hospital for unrelated reasons. During the event, the patient experienced a ventricular tachycardia with the implantable cardioverter defibrillator exhibiting failure to deliver shock. Upon interrogation, the device exhibited backup operations. External defibrillation was provided converting the patient. The device was explanted. The patient did not experience any harm from the procedure.